Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, no image is displayed only color bars due to failure of the printed circuit board. The cause of the defective printed circuit board could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that his olympus visera elite video system center was not displaying an image during procedure preparation. According to the initial reporter, the unit was only displaying color bars, despite multiple scopes being attempted. There was no patient harm reported as a result of this event.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. A damaged printed circuit board was discovered and caused the reported failure mode. If additional information becomes available following the device evaluation, a supplemental report will be filed.